Event description:
It was reported the customer had frequent no delivery alarms on their insulin pump. Customer's blood glucose was 548 mg/dl. The customer treated their blood glucose with a bolus delivery. Troubleshooting found insulin was able to exit with a push plunger. Customer was advised their insulin pump was working as designed. The customer declined to troubleshoot for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.